Event description:
It was reported that the pump logs had confirmed a motor stall occurred at 1:52am on day of report. It was noted that patient tried to use the ptm and noted ¿code 8476.¿ the motor stall had been noted in the event logs with no motor stall recovery recorded. It was stated that the patient complained of ¿pain symptoms coming back real bad¿ early on the morning of report. It was noted that the patient had slipped on the ice and fell flat on their back 2 weeks ago and ¿saw stars.¿ it was noted that the pump was going to be replaced. The pump system was delivering clonidine, bupivacaine and dilaudid. Additional information received reported that the pump had been replaced on 2014 (B)(6). The motor stall never recovered. It was unknown if there were any diagnostic testing or troubleshooting performed. It was unknown what the cause of the stall was. Patient¿s status at the time of report was ¿alive-no injury.¿ it was unknown if there were any symptoms or complications associated with the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8590-1, lot# n254041, implanted: 2010 (B)(6); product type accessory product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
It was later reported that, at the time of this report, the patient was doing well with no additional issues.

Manufacturer narrative:
Analysis of the pump revealed motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.